Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 patient reported having mild abdominal pain, discomfort, and sporadic vomiting. The physician performed an abdominal x-ray which confirmed that the bib intragastric balloon system was hyperinflated. The bib intragastric balloon system was explanted. A new balloon will be implanted in the future date unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Boston scientific concludes that the bib intragastric balloon system was returned deflated with a large hole rolled inwards. The balloon was also discolored most likely with methylene blue. Also, an x-ray image was provided by the customer and a line can be seen that indicates the presence of air in the balloon. Based on the available information, most likely procedural factors such as lesion characteristics, handling of the device, and/or the technique used by the physician, could have resulted in the damages encountered. Based on the available information, the most probable root cause is known inherent risk of device. A labeling review was performed and, from the information available, there was evidence to suggest that the device was used in a manner inconsistent with the instructions for use (IFU)/ product label. According to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline; however, during product analysis the balloon was returned colored most likely with methylene blue. Block h6: impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of inflation problem.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 patient reported having mild abdominal pain, discomfort, and sporadic vomiting. The physician performed and abdominal x-ray which confirmed that the bib intragastric balloon system was hyperinflated. The bib intragastric balloon system was explanted. A new balloon will be implanted in the future date unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of inflation problem.

Manufacturer narrative:
Additional information: a media evaluation was performed, the facility sent an x-ray image. During the evaluation of the image, it was confirmed that there was air present inside the balloon confirming a hyperinflated balloon. For pain, abdominal, vomiting, discomfort and balloon spontaneous inflation these adverse events are known and documented in the labeling and all reasonable steps have been taken including both short or long term known complications or adverse reactions. All compiled information on this investigation determines that the most probable cause is known inherent risk of device. Block h6: impact code f2202 is being used to capture the reportable event of endoscopic procedure. Impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of inflation problem.

Event description:
It was reported to boston scientific corporation that a orbera365 intragastric balloon system was implanted on an unknown date. On (B)(6) 2024 patient reported having mild abdominal pain, discomfort, and sporadic vomiting. The physician performed an abdominal x-ray which confirmed that the bib intragastric balloon system was hyperinflated. The bib intragastric balloon system was explanted. A new balloon will be implanted in the future date unknown. There were no patient complications reported as a result of this event.